Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -6.00 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial, dry. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - lens was exchanged for a same size but different model (toric) lens. Claim#: (B)(4).